Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had intermittent button response due to moisture damage to keypad traces. No button error alarms noted during testing. The device had minor scratches to lcd window, cracked case near lcd window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label, and stained end cap sticker.

Event description:
The customer reported receiving a button error alarm from the insulin pump, and that the device's buttons did not function properly until 5 minutes later. The potentially significant event leading up to the complaint was the customer's perspiration coming into contact with the device. The customer was advised to discontinue use of the insulin pump, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 390 mg/dl. The customer declined troubleshooting for the high blood glucose and stated they would treat with insulin. No further information was provided.